Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and confirmed the event. The physician alleged lead damage, although it was not confirmed. No further intervention was performed. The patient was in stable condition and will be monitored.